Event description:
It was reported that an infusor had its reservoir rupture during infusion. The device was filled with a 230-ml solution consisting of fluorouracil and saline. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified a ruptured bladder in a footing position. Microscopic inspection identified a marking on the interior surface of the bladder near the rupture line, which is an indication of internal damage. The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.